Manufacturer narrative:
This ipg serial number is included in a field advisory. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient stopped charging the ipg and it was confirmed the ipg became inoperable. As a result, the ipg was explanted on (B)(6) 2016.

Event description:
Follow-up revealed a new ipg was implanted on (B)(6) 2016. The issue was resolved.